Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer with the pump reset, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any recurring issues.